Event description:
Ophthalmologist called and stated pt has developed a central corneal ulcer with stromal hazing in the right eye, approx 2.5 mm in size. Visual acuity decreased from 20/15 to 20/100 corrected. Pt was treated with occulflox. Lot info is not provided. No additional info available to enable further investigation at this time.